Event description:
A malfunction on the pump was reported by the customer, who experienced the issue at least three times on the current pump. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.